Event description:
The customer reported that on (B)(6) the autopulse platform (sn (B)(6)) stopped operating on a call when deployed. The platform performed compressions for 5-6 minutes before it stopped compressions. No error messages were noticed by the crew. When the unit would stop working, the crew would need to reset and restart several times, after a point, the platform would not reset or restart. The drive shaft would not rotate. Manual CPR was performed for 10 minutes pre-hospital and then was continued at the hospital. The patient was a 75-year-old female. No additional patient information is available. No impact or consequence on the patient outcome.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) stopped compressions and the drive shaft would not rotate" was not confirmed during functional testing. The customer reported complaint was not reproduced during the testing. The autopulse platform functioned as intended. Upon visual inspection, a cracked front enclosure was observed. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure was replaced to address the issue. Also unrelated to the reported complaint, a sticky clutch was found. The impact of a sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform was manufactured in 2008 and is 15 years old. The clutch plate was deburred to address the observed problem. Based on the archive review, unrelated to the reported complaint, the platform displayed (ua) 02 (compression tracking error), (ua) 07 (discrepancy between load 1 and load 2 too large), and (ua) 17 (max motor on-time exceeded during active operation) error messages. The autopulse platform passed the initial functional testing without any fault or error and the customer's complaint was not reproduced. Unrelated to the complaint, a load cell characterization test showed that both load cells were within specification, but intermittently unstable. Both load cells were replaced as a preventive precautionary measure against the (ua) 02 and (ua) 07 error messages. During the brake gap inspection, unrelated to the complaint, the brake gap was observed to be slightly out of specification (.011), likely due to normal wear and tear. The acceptable brake gap spec. Is .007 - .009. The brake gap was adjusted as a precaution against (ua) 17 error messages. Following service, the autopulse platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.